Event description:
The hcp reported that the patient "became ill" and was hospitalized for three days after use of drug from a compounding pharmacy. The suspected drug was removed from the pump. The patient recovered.